Event description:
It was reported that the needle hub separated from the bd micro-fine¿+ demi insulin syringe when removing the shield. The following information was provided by the initial reporter, translated from spanish to english: "when you remove the orange shield, the needle stays inside the shield and separates from the syringe. This syringe cannot be used, the needle is not welded".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 5/25/2021. H6: investigation: customer returned (2) loose 3/10cc syringes. Customer states that when you remove the orange shield, the needle stays inside the shield and separates from the syringe. Both returned syringes were examined and both exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0265863 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. CAPA#1630423 was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the bd micro-fine+ demi insulin syringe when removing the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: "when you remove the orange shield, the needle stays inside the shield and separates from the syringe. This syringe cannot be used, the needle is not welded".